Event description:
It was reported that the customer was hospitalized for dka. The contact confirmed that the programming was accurate. In addition, the pump was alarming empty reservoir and off no power. The technician assisted the contact on how to correct these alarms. It was indicated that the contact was unable to troubleshoot at the time of the call. The contact stated that she will have to call back to do further troubleshooting.